Event description:
The facility returned the device for service. During service testing, the baxter repair tech reported that the device showed a failure code of 570 in the event history. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.